Event description:
This rv lead was implanted on (B)(6) 2010 and explanted for an unknown reason on (B)(6) 2012. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).